Event description:
Customer reported unexpected neagtive reactions on galileo on a patient sample containing a previously identified anti-k. Customer performed repeat testing and received a 2+ reaction. The same patient was tested on another galileo and reported 2+ positive reactions. Another patient sample reported unexpected negative reactions on galileo; the patient had a previously identified an anti-jka. The sample was repeated and a 2+ positive reaction was reported.

Manufacturer narrative:
A service call was performed. There were multiple sample probe errors on probe #3. The #3 needle adapter and probes on #2 and #4 were replaced. The system was tested and operated within specifications.